Event description:
While a healthcare professional (hcp) was positioning the collimator, it reportedly detached from suspension. Since the hcp was holding the handles, the collimator did not fall and come in contact with the patient. No injury was reported.

Manufacturer narrative:
Ge field engineer (fe) was dispatched to the site and evaluated the system. After inspection, the fe found that the screws that held the collimator in place had come loose. No screws were missing. According to the fe, the system has not been under a ge service contract for several years. The state of the system suggested that the system had not been properly maintained. The fe reattached the collimator.